Manufacturer narrative:
Reported event: an event regarding loosening involving a reunion stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation:a review of the clinician indicated: "no x-rays are available for review and there is no confirmation of persistent pain, stiffness or dissatisfaction of the right total knee arthroplasty. There is no examination of explanted tsa components and no confirmation either by x-ray report or revision surgery description of loose or failed total shoulder components. The apparent progression of rotator cuff deficiency resulting in a painful unstable left tsr was the indication for conversion to a reverse tsr. There is no evidence that factors of faulty component design, manufacturing or materials are responsible for either of these clinical event descriptions. " device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Unstable total shoulder. Laxed rotator cuff. Converted to reverse shoulder.

Manufacturer narrative:
The following other devices were also listed in this report: reunion tsa - x3 pegged glenoid - size 44; cat# 5542-p-0044; lot# mld6hl, reunion tsa - sr standard humeral head 48x18; cat# 5552-s-4818; lot# mld8e1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Unstable total shoulder. Laxed rotator cuff. Converted to reverse shoulder.